Event description:
It was reported that this right ventricular lead exhibited noise and low amplitude. Due to the patient experiencing diaphragmatic stimulation concerns of micro dislodgement were raised. A lead revision was performed in order to address the issue. This lead was explanted and replaced. No further adverse patient effects were reported.